Event description:
It was later reported on (B)(6) 2013 that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient was still having incontinence during the night, but as they would bump up the number, it was improving but not resolved. It was noted that the implant was placed (B)(6) 2012 and had improved the patient's quality of life but the urinary incontinence continued. It was noted that the manufacturer's representative had been very helpful and it was better than it had been.

Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient reported that she was "peeing like crazy" at night. It was stated that this began a week prior to the report after a fall. It was noted that the patient has fallen before, and that she was not "steady on her feet". The patient uses a walker and "slides down sometimes but tries not to land on the device". The patient had bad arthritis which made it difficult for her to position the programmer and antenna. It was unknown if the patient was able to hold the antenna and programmer correctly.

Manufacturer narrative:
Product ID: 3889-33 lot# va01qgd, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).